Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an interventional procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not specified. There was no adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The portion of the suture containing the knot was not returned; therefore, the reported suture break was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of suture break reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.